Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted on (B)(6) 2013. According to the complainant, 24 hours post-procedure, the patient experienced leg pain. The patient, using a walker, was seen by the physician on (B)(6) 2013 for severe leg pain. Reportedly, the patient is being treated for her pain with an unknown narcotic. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.